Event description:
It was reported that the patient received a new remote monitor and within a few minutes of plugging it in, could smell something burning inside. The monitor was replaced and has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 694765 lead, implanted: (B)(6) 2008; a d314drg ICD, implanted: (B)(6) 2015. (B)(4).